Event description:
It was reported by service report that the head end of the stretcher was drifting down on the model 1005 stretcher. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.